Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed integrated multisensor technology (imt) sensor advanced clean. The cse replaced the x-seal and imt sensor, performed condition and ran diluent check, which passed. The cse ran quality controls, which were within range. The cause of the discordant, falsely depressed k result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed potassium (k) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The patient was redrawn and tested in another laboratory, resulting higher. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely depressed k result.